Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reiterating previously reported information regarding the continuing event: they were still recharging for an hour or more and during battery status check, it had not incremented above 50%, and difficulty maintaining a connection with the implantable neurostimulator (ins). Agent assisted patient in starting a recharge session to troubleshoot the issue. Initially connection and charging would begin and then contact would be lost after a short time. Various troubleshooting techniques were attempt, however, the issue did not resolved. Patient confirmed that when palpating the implant, it did not seem to be loose in the chest. Patient was redirected to healthcare provider (hcp) for further evaluation.

Event description:
Additional information received from patient reporting ongoing difficulties with charging their ins taking a very long time. During the call ps observed the charger beeping/searching for ins continuously, briefly connecting to ins and then searching again. Recommended patient palpate the ins in order to repositioning the recharger over the ins. Patient confirmed they were using the recharger over a t-shirt and then tried bare skin however this did not resolve the issue. Patient mentioned they had lost weight and wondered if that could make it more difficult to charge. Reviewed ins position can effect charging and redirected to managing hcp for in person assistance. Patient indicated they had just recently missed an appointment with managing hcp and patient had no friends or family to assist them. After a half hour of troubleshooting the patient was never able to successfully maintain ins charging. Patient will take a break from charging and patient services will call back later in the day to try again. Recommended patient palpate all 4 sides of the ins and line up the circles on the back of the wr with the ins. Patient did so and was able to successfully connect to the ins and maintained the charge throughout the duration of the call. Patient mentioned they tend to wear bib overalls which may have been a cause of previous charging issues due to the metal hardware. Recommended patient keep any sources of metal away from the ins/wr as much as possible during charging sessions to avoid interference.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's implantable neurostimulator (ins) is not incrementing past 50%. They stated that they will charge for three hours but while they are attempting to charge, the wireless recharger (wr) will disconnect. Patient services (pss) had the patient start a charging session of the ins and could hear the wr connect to the ins briefly before disconnecting and return to searching. Patient stated that they are using the drape while attempting to charge the implant. Pss had them reset the wr on and off the docking station but the issue was persistent. The troubleshooting steps that were taken did not resolve the issue. Pss sent an email to repair to replace the wr. No symptoms were reported. Additional information received from the consumer reported they were able to use their programmer which showed the implant was 75% charged. Additional information received from patient and reported same info as in original case. Pt said they can't get ins charged up past 50% and implant was taking a long time to charge. Pt said they had received replacement wr but this did not resolve their issue. Pt said they didn't use to be able to feel their ins but now they could and they had fallen several times. Pt said they saw managing hcp in november 2024 but hcp did not know about pt's ins charging issue. During call wr was hard reset for good measure, this did not resolve issue. Pt was able to establish connection between wr and ins briefly but would lose connection, tried with and with out drape. Ps emailed field to notify of pt's situation and redirected patient to hcp. During call ins was at 50% and therapy was turned on.